Manufacturer narrative:
The affected evita xl was manufactured in april 2010. The log analysis confirmed the reported event. Log entries indicate that a faulty mixer cartridge led to an overloaded power supply. Analysis of the device onsite by dräger service determined that the valve o2 was faulty. The replacement of valve o2 has fixed the malfunction. The device reacted as specified to the deviation by generating a visual and audible alarm and performing a warmstart in an attempt to solve the issue. During this warmstart, the device generates an audible alarm and the emergency-breathing valve opens allowing for spontaneous breathing. In the event of an unsuccessful warmstart, a continuous audible alarm will be activated and the emergency-breathing valve would remain open. Manual ventilation may be considered necessary.

Event description:
It was reported that the ventilation was stopped and rebooted over and over again. No patient injury has been reported.